Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer, guided by technical support, removed the cartridge and inspected the o-ring and pneumatic tap area for obstructions. After cleaning the pump and ensuring cartridges were properly secured, customer successfully completed the loading process and resumed insulin therapy.